Event description:
Device 2 of 3. Reference MFR report # 1627487-2012-12502, 12514. It was reported the pt does not have pain coverage and needs an MRI. Reportedly the physician and pt have decided to explant the system at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.